Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient's system controller alarmed with the red heart alarm, the pump stopped, and during troubleshooting the system controller would not communicate with the system monitor. The vad coordinator exchanged the system controller without incident.

Manufacturer narrative:
The patient remains ongoing to lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.